Event description:
Customer reported receiving erratic readings on her freestyle lite blood glucose meter. Customer reported receiving readings of 228 mg/dl, 33 mg/dl, 90 mg/dl and 130 mg/dl within 10 mins. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B) (4). This is a final report. The device, ((B) (4)) and test strips, (lot no: 0914816) have been returned and an investigation has determined the complaint is not confirmed. All results were within range specification during control solution testing using approved control solution. Additionally, returned meter powers on with both button depression and insertion of test strips. The results reported in the complaint were found in the meter's internal memory log.